Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using through the powerport m.r.I. Upon receiving the package, it was noted that the outer layer had small puncture holes. The procedure was completed using another device there was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using through the powerport m.r.I. Upon receiving the package, it was noted that the outer layer had small puncture holes. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned, one electronic photos were provided for review. The photo shows a partial view of implanted ports package with label. The product information on the label match with tw data. Small puncture holes were noted on the bottom corners of the outer packaging box of the sample. The manufacturing site review states, visual inspection of a single image revealed a powerport duo MRI implantable port kit with batch, which matches with our system. A tray with the lid in place was observed and considered as the component under evaluation. Additionally, damage was identified on the lower corner of the package lid, consisting of a tear and a small perforation with irregular edges, accompanied by material deformation. The integrity of the sterile barrier was found to be compromised at the affected corner. The investigation is confirmed for the reported tear, rip or hole in device packaging issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI), e1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.